Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead impedance measurements since implant that exceeded 125 ohms. There was no noise or sign of a lead integrity issue. Technical services (ts) recommended a full lead evaluation in clinic to test the lead as well as to stop device beeping due to the out of range impedance measurement alert. Ts also recommended programming changes and if the shock impedance measurement reaches 150 ohms, then commanded shock should be considered. This rv lead remains in service. No adverse patient effects were reported.